Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of, "the IV tubing pulled apart when the nurse tried to remove the blue guard on flexible tubing before use" could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 25043152 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03apr2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the IV tubing pulled apart when the nurse tried to remove the blue guard on flexible tubing before use.